Event description:
It was reported that the patient presented for a generator changeout procedure, the patient was pacemaker dependent. During the procedure, after the pocket was reopened, it was noted that the right ventricular (rv) lead exhibited loss of capture at maximum output and inaccurately sensed the r-waves, resulting in over-sensing. The rv lead was capped and replaced on (B)(6) 2026. No patient consequences were reported.